Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified that the device is cracked/fractured. As the product was not returned an additional evaluation could not be performed. - lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified no similar complaints for the reported item. However, as the lot numbers are unknown, an additional review could not be performed. Medical records were not provided. Complaint is confirmed with the provided picture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the trial fractured during the procedure. No pieces fell into the patient and there was no patient harm was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.